Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during tubing filling. Customer's blood glucose was 150 mg/dl. The customer stated they are now disconnected and on back up plan. The customer doesn't recall any significant event leading to the alarm. The customer stated that the device was not dropped or bumped and the drive support cap is sticking out. The customer pressed the cap but doesn't think it influenced the blood glucose ina any way. The customer was advised to discontinue use of the device and revert to a backup plan.